Manufacturer narrative:
The tech indicated the braking assembly was worn from normal wear. He replaced the brake casters; the fifth wheel and a brake/steer upgrade kit to repair the bed.

Event description:
Info received indicates 3 of the 4 casters will continue to swivel when the brake is set.